Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found all keys to be inoperable except the 2nd soft key due to having a stuck 1st soft key caused by a failed I/o printed circuit board. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion. The I/o printed circuit board will be replaced.

Event description:
It was reported that a pump keypad is inoperable. It was also reported there was no pt injury.